Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#:(B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was in the hospital for shoulder surgery on (B)(6) 2015. At the time of this call, the patient couldn¿t get it charged or anything. It was working the night prior to the surgery so the patient didn¿t know if the hospital¿s equipment interfered. The patient couldn¿t charge it and it wouldn¿t work with the controller either. New batteries had been tried. The patient was redirected to their healthcare provider (hcp) and it was noted the patient was looking for a new hcp. Follow-up was performed to determine if the patient had received any further assistance and if they had any further concerns. This event will be updated if additional information is received.